Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter "escaped from the body (out of the body)". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Event description:
It was reported the catheter "escaped from the body (out of the body)". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided 6 photos for analysis. The complaint of catheter migrated was able to be confirmed by the photos. The images supplied showed an arterial catheter that had migrated outside of the patient. No issues with device securement was observed in the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit were reviewed as part of this complaint investigation. The IFU warns the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Caution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The complaint of a catheter migration could be confirmed by visual inspection of the customer supplied photos. The images supplied showed an arterial catheter that had migrated outside of the patient. No issues with device securement was observed in the photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.